Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the seventh reload, the gun failed to open on the stomach, they really struggled to open the gun but the surgeon managed to open the gun slightly enough to squeeze the stomach out. The gun would not open with the manual release lever or with the release button. Then another gun was opened to complete the procedure. There were no adverse consequences for the patient.